Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The automated impella console (aic) failed to recognize impella catheter rendering impella catheter inoperative. Three aic¿s could not recognize impella catheter and required md to replace inoperative impella. This MDR specifically addresses automated impella controller, which is the subject of this report. A separate MDR was submitted for the impella cp associated with this complaint.

Manufacturer narrative:
Section a4 and a6 : the patient race and weight is unknown . The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 53-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. The patient was being transferred from (B)(6) hospital to ucla ronald reagan. During the transfer process, the impella was being switched from the current automated impella controller (aic) to the transport aic. The impella was not recognized on the transport controller and could not be transferred back to the original aic. The intensivist pulled back the pump, and the interventional cardiologist subsequently replaced the impella catheter before transport. At the receiving facility, a second aic was used after both the initial aic and the transport aic failed to recognize the impella catheter, rendering the impella inoperative. In total, three aics failed to recognize the impella catheter, requiring the physician to replace the non-functional pump. The transport team reported several unsuccessful attempts to reconnect the impella before reverting to the original aic from which the patient had just been removed, with the same result. An ICU aic was then brought to attempt recognition, but the pump again was not detected, leaving the patient without impella support. The customer requested both aics involved be inspected for errors. The reported events are pump not detected, failure to detect purge cassette, device revision or replacement, and hemodynamic instability. The devices will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
B1 ( is adverse event) and b2 (2. Is required intervention) were ticked to capture the serious injury. B5 (event description) was updated. D6a (implantation day/month/year) and d6b (explantation day/month/year) were added. H1(type of reportable event) was updated since it was redetermined from malfunction to serious injury. H5 (labeled for single use?) Was updated. H6 (health effect - clinical code) was added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d1 brand name updated. H3 changed to yes. H6 component code changed to g07001. The investigation for the failure to recognize impella catheter has been completed. This occurred on multiple consoles (including ic3061) and was confirmed in device logs, but its root cause could not be determined due to inability to reproduce. The console (ic3061) and the pump (626848) operated as expected during testing.